Event description:
It was reported that a cdh25 was used during a total gastrectomy. It was reported by the affiliate that the surgeon could not fire the stapler, since he felt too much resistance. New stapler was used after excision of tissue and removal of the staples. There was no consequence to the pt.